Event description:
Customer reported that when the alarm is set to voice mode static is heard. The date when the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is submitted based on the customer's reported issue statement. (B)(4).